Manufacturer narrative:
Date of initial report: 11/14/2008. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that the device jaws clamped shut on tissue would not open. The doctor had to cut the instrument out with the tissue still clamped between the jaws.